Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with complete pump reset information and guided them through the process, after which the error code did not reappear, allowing the caller to successfully start their sensor session.